Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the attachment would not lock after inserting the d rill bit during a cochlear implant procedure. The device was stuck in the unlock position. The attachment did lock on the handpiece used. There was no back-up device available so the procedure was aborted and was rescheduled. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported via manufacturer representative that the event was discovered before the surgeon wanted to start drilling. The patient was already prepped and under anesthesia when the case was aborted. The procedure was done again on march 11 with new devices and went well. The attachment could lock onto the handpiece but the lock where the drill bit goes did not lock. The attachment was the device that malfunctioned. The drill bit was re-used on the procedure on march 11 without any problems.